Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k) #k142688. Complaint device was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: there was no stylet returned. The needle was exposed from the sheath on return the needle adjuster was fully retracted. The needle was broken and also the sheath was broken. The needle was exposed from the sheath 24mm. The needle tip and the notch were free from damage. The needle was broken approximately 77.1cm from the distal tip. The needle was broken approximately 92.6cm from the needle luer. The sheath was broken approximately 67.4cm from the sheath adjuster when set at 5 mark. The customer complaint is considered confirmed as the needle was broken. A potential root cause for this event may be caused by torturous position of the scope causing the sheath to break. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1301390 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: after the puncture, the sheath was broken. So the needle was not retracted.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #k142688 it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may be caused by torturous position of the scope causing the sheath to break. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1301390 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the puncture, the sheath was broken. So the needle was not retracted.